Event description:
It was reported that the patient came in to the healthcare provider¿s office on the date of report to have the pump refilled. When the drug was aspirated from the pump the healthcare provided was supposed to get back 5 ml and got back close to 8 ml. The healthcare provider noticed the attention dialog box when she interrogated the pump. The oldest log in the event logs was from (B)(6) 2014 which indicated that a motor stall recovery occurred at 17:22. There were multiple repeating motor stalls and motor stall recoveries occurring that made up all of the logs except for an update that occurred on (B)(6) 2014. The patient did not hear the alarm. The patient has had an electric wheelchair for a while and was not aware of any magnetic fields that had been near the pump. The device is used to deliver hydromorphone, bupivacaine, and compounded baclofen. Patient symptoms, troubleshooting, interventions, and the patient¿s outcome were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient presented to the health care professional's office with a loss of pain relief and other vague symptoms. Upon interrogation,the pump had stalled and recovered several times. The patient was seen two days later and the same phenomenon was occurring, the pump was continuously stalling and recovering. As a result the patient was not getting any drug. The patient initially experienced nausea and vomiting thought to be related to withdrawal possibly from not getting any drug from the pump. Once the patient began oral medication, these symptoms went away. The patient suffers from many other health issues, that are not at all related to the pump and is currently not able to be cleared for surgery, however, once she is the patients&#63504;ump will be replaced. The patient was taking bupivacaine 5 mg/ml at 2.5978 mg/day, dilaudid at 5 mg/ml and 2.5978 mg/day and compounded baclofen at 50 mcg/ml and 25.978 mcg/day.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).